Event description:
It was reported that a spaceoar was implanted approximately 6 months prior to this report. During the preparatory assessment for initiating radiation therapy, the radiation oncologist discovered that the implant had infiltrated the rectal wall. Instead of proceeding with radiation, the physician decided to wait for the hydrogel to fully dissolve. However, after rescanning the patient six months later using computerized tomography and magnetic resonance imaging, it was found that the hydrogel was still present.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2024, was chosen as the best estimate date of implant reported by the complainant. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Device code a04 is being used to capture the reportable event of gel lasts too long. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.